Event description:
The customer reported that the insulin pump was making a buzzing sound and had unresponsive buttons. The blood glucose reading was 225mg/dl. The customer removed the battery for five minutes and then inserted a new battery, but the device had a frozen display with no advancement of the time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.